Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose was high went to emergency room at the time of the event. The patient was tested positive for ketones. No further information available.